Event description:
It was reported that during a coronary stenting procedure, the liberte' bms became stuck in the guide catheter. The lesion being treated was located in the right coronary artery (rca). The stent delivery system (sds) was advanced to the lesion, but the guide catheter "tended to exit". In order to cannulate better, the physician attempted to remove the sds. While removing the sds, the stent became stuck in the guide catheter. The procedure was completed with another liberte' stent. There were no reported pt complications. Pt status listed a "ok".